Event description:
(B)(4). Sharp pain in abdominal area. Not terrible at first. Has gotten increasingly more painful and frequent. Now doctors have found multiple cysts growing on my ovaries. Period is intense and extremely heavy. Massive clotting. Have been in the hospital several times due to extreme pain.